Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt the device continued to display a "press analyze" message and failed to cycle the analysis. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.